Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sleeve gastrectomy, during resection of stomach, the device was not able to be fired even if the surgeon was able to press the green button and squeeze the handle. Surgeon used another handle and reload to complete the procedure. No patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.